Event description:
It was reported that when a patient feeling light headed and dizzy presented to the hospital after receiving hv therapy, episodes of vt due to ventricular undersensing were observed. Programming changes were made. The patient was doing well afterwards, and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.